Manufacturer narrative:
The pad-pak was first installed successfully on the 4th february 2011 and performed to specification, alongside random manual power ons, up to the 2nd august 2015. Continuous manual power ups of ten minutes duration were recorded on the 4th august 2015. During this time the pad-pak became depleted. Investigation found the reported fault can be attributed to component failure. The reported fault may have been caused by intermittent failure of the component or failure while under load. Investigation was unable to pinpoint the exact issue which caused the fault. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.